Event description:
It was reported that the customer experienced diabetic ketoacidosis and a blood glucose (bg) level of over 500 mg/dl. Customer was taken to the emergency room and was subsequently admitted to the hospital¿s intensive care unit. Customer¿s bg was treated intravenously with saline and insulin. The customer was treated with intravenous fluids of saline and was discharged on (B)(6) 2025 with no permanent damage. Reportedly, the pump battery was depleting quickly. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.